Event description:
Report rec'd that a pt was found unresponsive while the pump was in use. The pump had been set to infuse epidural marcaine/fentanyl (0.125mcg) in 250ml solution at 8ml/hr with a 2ml pca bolus on june 10, 1998. After approx 8 hrs infusion time, the pt continued to have discomfort and the hourly rate was increased to 10ml/hr on june 11. At 5:30am on june 12, the pt was found unresponsive. She rec'd 2 amps of narcan after which she "was more alert but remained very sleepy." The pump display screen indicated delivery as expected within the programmed parameters. The amount of solution gone from the intravenous container matched the expected delivered amount. At present the user facility was ruling out overdelivery versus pt sensitivity to the infusion as causes for the oversedation. They report no indication of any pump malfunction. No add'l info was available.